Event description:
It was reported that a guide wire tip detachment occurred. The patient presented with peripheral arterial occlusive disease. The target lesion was located in a below the knee artery. A 300cm straight tip v-14¿ controlwire® was selected for use and advanced to cross the target lesion. During use, the physician was trying to make a loop with the tip of the guidewire; however, when the physician wanted to pull back the wire, the guidewire tip was fractured and remained in the patient¿s body. The guidewire tip was removed by surgery. No further patient complications were reported and the patient¿s status was stable and ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).